Manufacturer narrative:
The main component of the device system the relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported by the patient's friend/family that the patient has had 8 surgeries over the past three years. Seven of the surgeries were with one doctor and the last surgery was with another. The friend/family stated that the patient has had catheter leakage several times and then said most were catheter leakage. The friend/family stated that the doctors do not know why this is happening. The baclofen was not working and the doctor's had been adjusting the dosage repeatedly. When the doctors put the baclofen in the patient became more spastic but when they stopped the patient became less spastic. The friend/family stated that the doctors were stumped and just did not know why this was not working.